Manufacturer narrative:
The mvp-7q will not be returned for evaluation as it remains implanted in the patient. From the reported information, the event could not be confirmed and an event cause could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-7q migration after detachment. The patient was undergoing mvp implantation to embolize the splenic artery. Blood flow rate was high. The vessel measured 5.54mm. The devices were prepared as indicated in the IFU. It was reported that procedure went smoothly until mvp detachment. The mvp was properly detached; upon detachment, the mvp migrated toward the spleen. The mvp was unrecoverable due to the location and tortuous anatomy. Afterward, coils were implanted to embolize the vessel. The patient has not experienced any symptoms in connection with this event.